Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. There was no information we can determine that the suggested event was due to misuse by the user. It was not possible to specify occurrence cause of the event, for the user requests were not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the reported issue could not be replicated. Additional findings include the following: the insertion tube insulation was low, the plastic distal end cover was dented, and the bending section cover adhesive was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had blurred vision and requested to check the sheath. The issue was found during an unknown procedure. There were no reports of patient harm.